Event description:
Customer reported her sensor readings drop in the middle of the night and send her insulin pump into threshold suspend mode when she is not low. She also reported receiving multiple calibration errors and change sensor alerts. Customer was advised to upload to carelink to better diagnose the issue. She said she would upload her data after work. Customer's blood glucose was 73 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Two opened and or used sensors were tested and they passed per specification with accurate readings.